Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not working on ac (alternating current) power. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not working on ac power (known good ac outlet). The customer reported that the power cord was replaced, but the issue persisted. It was then reported that the device works on battery power, and that there are no yellow leds (light emitting diodes) illuminating from the front panel (when plugged in). Onsite service was requested.

Manufacturer narrative:
Additional details were provided, and it was reported by the remote service engineer (rse), that the event log was reviewed, and no error codes were found. A pretest was also performed, and no issues were observed. The customer reported that multiple ac (alternating current) cables were tested, and a new power management board was installed, but the issue was not resolved. The rse then asked the customer about the ac cables; after another cable was provided, the issue was resolved. The customer reinstalled the existing pm board and exchanged the ac cables. The device was working as intended. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.